Event description:
The locking mechanism is detached. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The investigation of this returned holding sleeve has shown that the locking pin came indeed off. Reviewing the manufacturing and material document shows no deviation to the specification was found. Our manufacturing engineers decided to enhance the design of the locking pin in the area of the laser welding to prevent the locking pin detachment from reoccurring. Please note that this instrument was still manufactured according to the old design.